Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision surgery, during which, the reservoir was repositioned as it had migrated within the retropubic space. No parts were removed or replaced. There were no patient complications reported.